Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose shields with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has found that the oversized IV protectors become loose during product transportation. The IV protectors are source from a supplier. The supplier has been notified and corrective actions have been taken.

Event description:
It was reported that the safety shield of the bd safety-lok¿ blood collection wingset was either loose or missing, on the bottom of the package. No injury or medical intervention reported.